Event description:
Our last order of bd 20ml syringes we received had some defective syringes. There were 10 that were defective. I looked through our supply that is left and couldn't find any more. This may be a lot issues. I included pictures so everyone can be aware. They were not usable due to the markings being smudged and damaged.